Manufacturer narrative:
Based on the current information provided, the cause of the customer reported failure mode cannot be determined. Isi has not received the instrument involved with this event for failure analysis evaluation. A follow-up MDR will be submitted if additional information is obtained. A system log review was not performed for this procedure: there is insufficient or unconfirmed product/event information. The event date an image review was performed by an isi clinical development engineer (cde). Per cde, it can be confirmed that the image shows a force bipolar instrument, inside the patient, with grips that are displaced at the proximal end. The displaced grips increase the diameter of the instrument, which can lead to the instrument becoming stuck on tissue and prevent it from being removed through the cannula. No video clips for the reported event were submitted by the customer for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted endometriosis resection with trachelectomy, partial vaginectomy, bladder excision and bilateral ureteral reimplantation procedure, the jaws of the force bipolar instrument became dislocated during the trachelectomy dissection. The instrument jaws would not close to fit through the trocar. The force bipolar instrument was removed by removing the trocar and moving the instrument in a rotational back and forth motion. The cause of the customer reported failure mode is unknown. There is no evidence that a patient injury occurred.

Event description:
It was reported that during a da vinci-assisted endometriosis resection with trachelectomy, partial vaginectomy, bladder excision and bilateral ureteral reimplantation procedure, the jaws of the force bipolar instrument became dislocated during the trachelectomy dissection. At that time, the surgeon was using the force bipolar instrument in strong grip mode to grip the cervical stump while simultaneously putting traction on it at a 90 degree angle to decrease slippage. After the force bipolar instrument broke, the jaws of the instrument jaws would not close to fit through the trocar. In addition, the surgeon was concerned that the dislocated edge of the instrument would catch or tear through tissue, potentially causing trauma to the patient's abdominal wall. The procedure was completed using a backup force bipolar instrument. No damage or anything out of the ordinary was noted with the original force bipolar prior to use. The site's cleaning and sterilization methods have not changed recently. The surgeon was unsure whether the instrument was available for return. There was no reported patient injury or harm. Intuitive surgical, inc. (Isi) followed up with the surgeon and confirmed there was no injury to the patient. According to the surgeon, the force bipolar instrument was retrieved by removing the trocar and moving the instrument in a rotational back and forth motion. The patient did not experience any post-operative complications and was discharged one to two days after surgery. The surgeon was unable to recall the procedure/event date.